Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) did not have telemetry with the remote monitor. It was noted that the battery was dead. The icm was explanted and replaced. No patient complications have been reported as a result of this event.